Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the display screen would not illuminate after device power up. The complainant indicated that there was no pt involvment in the reported malfunction.